Event description:
During a laparoscopic procedure, the versastep sleeve fell apart when the trochar was placed into it, and a piece approximately 1 cm in length was left in the patient. The piece will be removed at a future date when the patient has another abdominal surgery.